Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was discarded by the customer; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2267 (air/fluid in set) alarm. The patient was connected at the time of the alarm. This occurred during dwell phase of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a loose connection between the line of the homechoice cassette and final bag that led to this alarm. There was no damage or defects noted with the cassette. Technical service representative (tsr) assisted with ending therapy and reviewed proper procedures. The patient continued therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.